Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2014 to report that the receiver displayed a firmware error on (B)(6 )2014. They did not report injury or medical intervention. No additional patient or event information is available.